Event description:
Reportedly, pt death due to cardiac failure. Implant date was 2008. Death was approximately 107 days later. It is unk if the cause of death was valve related. It is unk if an autopsy was performed or if the device was explanted. At the time of death, this device was part of a clinical study and not approved for use in the us. No additional info available.

Manufacturer narrative:
Device not returned.